Event description:
During fundoplication procedure using esophyx device, needle would not retract properly. After several attempts surgeon was able to retract and remove device from use. New device was opened and used to complete procedure. Device rep was notified.